Event description:
Ams received information about a patient who was implanted with sparc sling was admitted for outpatient repair of stress urinary incontinence in 2006. Experienced bloody urine and urinary retention postoperative discharged two days later with foley catheter in place. A month later, patient found to have 2cm of mesh penetrating and perforating the bladder that required multiple surgical procedures and suffered from chronic hematuria and uti through 2008.